Manufacturer narrative:
The device has not been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have its insulation damage. Additionally, the device met its design specification for the distal and proximal outer diameters for the wire body and proximal end. The reported allegation has been confirmed as insulation damage noted to the rf wire. Based on the device analysis, it was concluded that use of metal needle has contributed to issue noted. Therefore, the cause code 'failure to follow instruction' was selected. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, a versacross connect for faradrive was selected for use. It was noted that there was peeling of the coating due to the use of an iron needle. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device has returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, a versacross connect for faradrive was selected for use. It was noted that there was peeling of the coating due to the use of an iron needle. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.